Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned the result. The operator noticed a fibrin clot, and recentrifuged the sample and then reran the sample twice. The sample resulted positive both times, and the rerun results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. The operator had expressed that a fibrin clot was visible in the sample before the sample was rerun, and the sample resulted as expected on the same instrument after being recentrifuged. The cause of the discordant, false negative hcg result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.